Manufacturer narrative:
H6: updated codes based on information in the complaint file.

Manufacturer narrative:
B1 and h1: added serious injury/updated reportability. D6a and d6b: added implant and explant date h6: updated codes based on the results of the investigation. Omitted code e2403 and a27. H11: updated based on the results of the investigation. Investigation summary the root cause of the reported purge priming and leaking fluid issue on ic2426 was unable to be conclusively determined due to the inability to reproduce but was likely due to a leak in the purge line.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. When prepping the pump for insertion, the console was reported in continuous prime. Fluid was noted at the outflow and no leaks could be seen or found. The console was switched to another automated impella controller with the issue reported resolved with case progress advancing. Additional information was received. There was no fluid leak to reference. During the priming process, it was stuck in continuous prime which we ended up switching consoles that rectified the situation. The catheter was discarded by the facility. This is one of two related reports. This report addresses the automated impella controller and another report was submitted to address the impella cp.